Event description:
It was reported the gem v/nv ckv 3 ss 20dp 20pk leaked. The following information was provided by the initial reporter: "the tubing appears to be leaking between the white spike portion/top of the drip chamber and the clear bottom portion. Loss of drug onto the floor."

Manufacturer narrative:
H6: investigation summary. One used primary set, model 2426-0500, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was functionally tested and no leakage was observed. The customer's complaint of leaking between the white spike portion/top of the drip chamber and the clear bottom portion could not be verified. A device history record review for model 2426-0500 lot number 21023451 was performed. The search showed that a total of 31,563 units in 1 lot number was built on 20feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # (B)(4). Report source other: medwatch report. Investigation one used primary set, model 2426-0500, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was functionally tested and no leakage was observed. The customer's complaint of leaking between the white spike portion/top of the drip chamber and the clear bottom portion could not be verified. A device history record review for model 2426-0500 lot number 21023451 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 20feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the gem v/nv ckv 3 ss 20dp 20pk leaked. The following information was provided by the initial reporter: the tubing appears to be leaking between the white spike portion/top of the drip chamber and the clear bottom portion. Loss of drug onto the floor.